Event description:
The customer reported that she had an ambulance called to her home to treat a low blood sugar that resulted in a seizure. She stated that her pdm read 250 mg/dl while the paramedics' meter read 28 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's ambulance visit. No lot qualification records were reviewed, as the product lot number was not provided.